Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified mid right coronary artery (rca). Following pre-dilation, a 20 x 3.50 promus premier¿ drug-eluting stent was selected for use and advanced to treat the target lesion. However, resistance was encountered while advancing the stent through the y connector. The physician removed the device and noted that the distal edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination found that the tip of the device was fully detached from the delivery system and the detached tip was not received for analysis. The y-connector involved in the complaint incident was not received for analysis. A visual and microscopic examination found no issue with the profile of the device¿s stent. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found that the distal shaft polymer extrusion was severely kinked and accordioned 4mm distal to the bi-component bond. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no kinks or damage along the hypotube shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified mid right coronary artery (rca). Following pre-dilation, a 20 x 3.50 promus premier drug-eluting stent was selected for use and advanced to treat the target lesion. However, resistance was encountered while advancing the stent through the y connector. The physician removed the device and noted that the distal edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.